Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "during deployment of specimen bag they noticed a piece of the inzii bag fell off and needed to be removed by a grasper." Type of intervention - removed by a grasper. Patient status - no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.